Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing issues with fibers that are getting on the instruments and in some cases ending up in the eye. Additional information and product samples have been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history, device history record (DHR) reviews are not possible and the bill of materials and drawing could not be reviewed. No sample was received for evaluation; therefore, testing methods could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received in follow up. The reporter informed that the fibers were noticed postoperatively in the patient's left eye. Due to prolonged inflammation and the patient experiencing cystoid macular edema, steroid medication was prolonged. Because there was no improvement, the fiber was removed surgically in a secondary procedure and the symptoms resolved. The product sample is not available for evaluation. No further information is expected.